Event description:
The customer reported that the "fiber appeared to be fractured when opened" for use in a procedure. This is being interpreted by the MFR to mean that the fiber was fractured when the laser was actively lasing. The joule count on the fiber and the location of the fiber fracture were not reported. It was not reported how the case was completed, however, there was no report of pt or end user injury as a result of this event.